Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device would not pace in ventricular mode. It was noted that the display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace in ventricular mode. The epg was sent to the biomedical department of the hospital, where the pulse width tested out-of-specification. The epg has been returned to service for a test and calibration procedure. There was no patient involvement.